Event description:
Same case as MDR ID 2134265-2015-00218. It was reported that plaque shift/ thrombus formation and st elevation occurred. In (B)(6) 2006, a 16 x 2.75mm taxus¿ liberté¿ stent was implanted in the mid left anterior descending artery (lad) at 10 atmosphere for a duration of 32 seconds. The patient presented in (B)(6) 2015 with recurrent angina and a positive stress test. Angiography revealed in-stent restenosis. For treatment, a nc quantum apex balloon was used and inflated easily. However, some plaque shift or thrombus was sent distally post balloon inflation causing st segment elevation that remained high for some time. Patient was given a reopro infusion. Patient remained otherwise in a stable condition with some chest pain. A 3.0x28mm promus premier stent was deployed to cover the restenosed area. The patient was returned to ward with minimal discomfort and in a stable condition.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).